Manufacturer narrative:
On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the initial reporter at the hospital and obtained additional information regarding the reported event. She indicated that the cannula seal accessory was inspected prior to use. The initial reporter stated that the surgeon was able to retrieve the items laparoscopically and that x-rays were taken. She denied that the patient experienced any intra-operative or post-operative complications as a result of the reported event. The cannula seal accessory was returned and evaluated. Failure analysis investigation found that the soft, black rubber material in the middle of the cannula seal that 5mm instruments are inserted through, had a ripped piece of material that was missing. The missing piece was approximately 0.64 x 0.11 in size and was not returned with the cannula seal. No other damage was found based on the information provided, this complaint is being reported due to the following conclusions: two pieces of the cannula seal accessory had fallen into the patient, and as a result, x-rays were taken. No patient harm, adverse outcome or injury was reported.

Event description:
It was reported that during a da vinci pyeloplasty procedure, two pieces from the cannula seal accessory had fallen into the patient, and were retrieved without any harm to the patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.